Event description:
It is reported that a customer's insulin pump was stuck in the rewind sequence making it difficult to replace the infusion set. The patient's blood glucose level was 500 mg/dl. The customer was assisted with trouble shooting the issue was advised to take the battery out for eleven minutes. The customer will put the batteries back in the pump and was advised to change the infusion set shortly after to resolve the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).